Manufacturer narrative:
Insulin pump had a cracked end cap, cracked reservoir tube, cracked reservoir tube window and minor scratches on display window. Insulin pump drive support disk was inspected and no anomaly was noted. The end cap sticker was not loose or shifted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a drive support cap that was loose. The customer's blood glucose was unknown. The customer stated that the bottom part by the drive support cap was coming off. The customer further stated that the drive support cap was still indented but the casing around it was loose. The customer was unaware of how the damage occurred. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.